Event description:
An elderly male in or for total knee arthroplasty: tourniquet placed on patient per protocol and tourniquet was unable to inflate when md was needing to start surgical procedure. Attempted to replace tourniquet unit, tubing, cords and still was unable to inflate tourniquet. Md started surgery without tourniquet and md had c/o increased bleeding during procedure. This patient was sent to pacu after procedure with no issues. Rn who authored the internal safety report also noted this has been an on-going issue with tourniquets and have experienced this in other cases. Two devices have been saved but only one has information included in this report. No known patient harms.